Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi30000341, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the second pendant dongle and stand off post due to dongle screw being broken off inside the post. The issue was resolved and the system was tested. The system is functioning properly. The pendant was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. Visual inspection noted a connection face plate was damaged preventing thumbscrew threaded end from secure connection. Continuity testing was good. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that they were unable to clear e-stop. Technical services recommended that the site check the dongle to make sure it is properly seated. No patient was present at the time of the event. Additional information was received stating that the site did not try to drive the system. The system was able to be manually pushed, but the site did not have to move the system.